Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system was oversensing and the patient had received inappropriate shocks. The lead was the suspected cause. During an invasive procedure, a lead abrasion was noted on the pace/sense portion of the lead and body fluid was noted in the defib. Negative pace/sense and shocking lead ports. The physician experienced difficulty tightening the proximal setscrew after its initial diconnection.